Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that following an left ventricular assist device placement procedure the right ventricular (rv) lead impedance decreased from around 400 ohms to less than 200 ohms. It was noted that the impedance measurement for the lead has historically been in the 200 to 300 ohm range. It was also noted that the threshold and sensing measurements were good and there was no noise observed on the rv channel. At that time the physician opted to continue to monitor the patient and no adverse patient effects were reported. Over six years later the patient underwent a device replacement procedure for an issue reported in 2124215-2017-02131. Since there continued to be low and out of range impedance measurements for the ICD and rv lead, the rv lead was explanted during the device replacement procedure. No adverse patient effects were reported.